Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going at manufacturing site.

Event description:
Country of complaint: (B)(6). Doctor claims that the needle on some of the sutures are coming away from the thread. May be an issue related to incorrect positioning of the needle holder on swage.